Event description:
Initial info received from a consumer on (B)(6) 2011: a (B)(6) female receiving therapy with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) for cosmetic purposes, reported having four treatments, first injection in (B)(6) 2010 with the last being done in (B)(6) 2011. She stated she is not sure when the two middle treatments were done, but all the treatments were spaced about 1-2 months apart from each other. She reported the doctor has not been putting the injections where she wanted them and now she looks horrible. She is very depressed about how she looks. She stated she wanted to enhance her cheekbones and add a little fullness to her temples. Consumer reported all the "contours" of her face are gone now and she has weird lumps. Her face is all "bloated up" in the wrong areas. She stated the physician was "obsessed" with area around her mouth and chin. She reported now has "jowls" under her cheeks that take up "half" her lower face. She reported the physician used one vial at each appointment. She stated the physician "bulked up" her chin too much and it is "uneven" and looks all "dimply". She reported the injections have made her nasolabial fold droopy too. She feels she will need a face lift to fix it all. She also reported lumps or "hard knots" on left side of her face. There is a knot the size of "3 peas together" in her left nasolabial fold. It occurred after the first round of injections. She reported also having two other lumps in left cheek area that occurred after second set of injections. One lump is about the size of a "quarter" and the other lump is longer, about "1.5 inches by 0.5 inches". She reported that the physician tried at fourth treatment to "blend" the areas around the lumps, but it did not work. No other treatments have been done for the areas. There are no evidence of a systemic process and no biopsy was performed. No signs of inflammation reported. The event is reported as ongoing at the time of this report and has been characterized as "protracted or prolonged". No evidence of permanent impairment of a body function or body structure. She reported this event as irreversible and feels lump will not ever go away. There was no medical or surgical intervention performed. No treatment performed to preclude permanent impairment of a body function or damage to a body structure. No medical history reported. No further info reported. Pharmacovigilance comment: (B)(6) comments dated (B)(6) 2011: causal role of poly-l-lactic acid cannot be properly assessed in this case reported by a consumer. Exact description of the reactions and extent of the affected area that is to be confirmed by a health care professional and exact time relationship with the injections and the appearance of the reactions are necessary to make a proper medical assessment of the case.